Event description:
The patient underwent prophylactic generator replacement due to intensified follow-up indicator (ifi) = yes. It was also noted that the patient had an increase in seizures. The explanted generator has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently did not include information regarding the patient going to the ER prior to the generator replacement due to a severe seizure. (B)(4).

Event description:
Information was received that on the date of surgery, the patient went to the emergency room due to a severe seizure, which was noted as an increase in seizure intensity. Information was also received indicating that the explanted generator was discarded by the explanting facility. No additional relevant information has been received to date.